Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. No further information is available at this time. 3/12/97: this MDR was intended to be filed with the march 01, 1997 submission, but was over-looked because of a december, 1997 year listed in error. The alert date should have been listed as december, 1996.